Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01640, 2134265-2016-01641, and 2134265-2016-01643. It was reported that an allergic reaction occurred. In (B)(6) 2015, four promus premier¿ drug-eluting stents were implanted to treat a lesion. Three weeks later, the patient began to develop mouth ulcers. The patient was initially on clopidogrel, switched to prasugrel, back to clopidogrel, and is now trying ticagrelor; and metoprolol was discontinued as well.